Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine device follow up. Review of the stored electrograms revealed that the cardiac defibrillator exhibited auto mode switch episodes due to far field r-wave oversensing. No intervention was performed. The patient was stable throughout the event and will continue to be monitored.